Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced on 6/20/2016 due to loss of capture. The physician suspected device header issue. The patient was doing okay post procedure with no adverse effects.